Event description:
It was reported to philips that the system's uninterruptible power supply blew, preventing the system from starting up. The system was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a non-emergency procedure was performed when the issue happened. The procedure was completed by moving the patient to another system. Field service engineer (fse) visited onsite and confirm that system unable to start up. Upon troubleshooting, fse found system unable to start up due to ups issue. To resolve the problem, fse bypassed the ups. After bypassed the ups, the system returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.